Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is humidifier error message. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre and observed the unit does not turn on and pca with burned component. The customer complaint was not reproduced. There was no error code found. The device was scrapped.